Event description:
Patient had a cesarean section. The cautery release button on the bovie pen did not release and stayed in the on position. The pen was placed on the drape and not in the holder. There was a small hole in the drape into the leg security belt. The burn hole did not go through the belt. There was no injury to the patient.